Event description:
Customer reported a vertical crack at the female luer during use on a patient. There was no patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.